Manufacturer narrative:
The pump had bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had cracks on the reservoir compartment. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.